Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). Retained and returned samples of the same lot were inspected visually and mechanically. In addition, returned electrodes were applied on two volunteers for 8 hours and on one volunteer for 24 hours. No reaction or deviation could be observed. The retained and the returned samples were within specification. Despite of repeated requests no further information was made available to us. Based on the information provided, no conclusion regarding the cause of the allergic reaction can be drawn. It was assumed that no medical intervention was necessary to prevent a permanent damage to the skin. However, as we hold no evidence for that we are reporting this event.

Event description:
On (B)(6), we have been informed about an incident, happened on (B)(6). At (B)(6) hospital a male patient underwent an ECG cpx test. 10 ECG electrodes, model skintact fs-tf, were applied to the chest of the patient. "After completing the exercise stress test, the electrodes were removed to reveal very red and angry marks where the electrodes had been." No information of the duration of the procedure, how the skin was prepared and how the incident was treated afterwards could be obtained so far despite of repeated requests.